Event description:
Reportable based on analysis completed (B)(6) 2011. It was reported that during a coronary stenting treatment procedure, difficulty crossing the lesion occurred. The 86% stenosed target lesion was located in the severely calcified and tortuous right coronary artery(rca). Predilation was performed with a 2.0x20mm maverick balloon. The 2.75x28mm promus element mr stent delivery system was advanced however failed to cross the lesion. After re-ballooning, the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is stable. However, analysis of the returned device revealed hypotube break. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - a visual and microscopic examination of the device identified a break in the hypotube shaft at 270 mm distal to the catheter strain relief. The hypotube was kinked along its entire length. The balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Mandrel resistance was encountered due to the presence of solidified blood within the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).